Manufacturer narrative:
Operative notes were not received, therefore; it is unknown if the proper surgical technique was followed. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative notes and/or product or further information. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the articular surface was damaged during insertion. Another articular surface of the same lot was used to complete the surgery.